Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7081735/7081740.

Event description:
It was reported that the patient developed an infection at the incision sites. Symptoms of pain at the incision sites and chills were noted. It was believed that the infection was device related and it was not procedure related. The patient was admitted to the hospital and was placed on antibiotics. The patient underwent an explant procedure. All device components were explanted and were not returned.